Manufacturer narrative:
During evaluation it was observed that a thick solid vertical line along with a thin vertical solid line appear on the middle of the meter screen. The location of the lines on the display does distort the digits, therefore misinterpretation is possible. Upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the thick solid vertical line along with a thin vertical solid line appear in the middle of the screen. Upon powering the meter on, without holding power button, the solid lines appear on all screens during performance testing. The meter protective coating is peeling off of the meter. The protective coating peeling off of the grip does not affect the functionality or performance of the meter. There are small white particles under the plastic cover on the lcd screen. The small white particles under the plastic cover on the lcd screen would not enable the bg or control values to be misinterpreted. Product support indicates root cause of this failure is due to debris entering the meter under the lens of the display. This debris entering the meter under the lens of the display. This debris under the lens does not affect the operation of the meter of pose potential harm to the customer and is considered a cosmetic issue.

Event description:
The patient reported that the display of the blood glucose monitor shows 2 vertical black lines across the display. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The blood glucose monitor was requested to be returned for evaluation.